Event description:
The recipient experienced dizziness and nausea following initial implant surgery. They were prescribed anti-nausea medication (type unknown) and prednisone. The issues resolved with medication.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have resolved. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6 this is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.